Event description:
It was reported that the pump touchscreen display was dark with no visible content on the screen. Customer was unable to interact with the pump. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.